Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) identified cassette not attached errors. The 12-month service history showed that the device had previously been returned three times for the same issue.the device underwent visual and functional inspection, which revealed a damaged latch/lock sensor. The complaint was confirmed through review of the event log; however, the issue could not be replicated during testing. The dso sensor and seal were initially replaced, and due to repeated occurrences of the same issue, the main board was also replaced. Further investigation confirmed damage to the latch/lock sensor, leading to replacement of both the latch/lock mechanism and sensor. Uso/dso calibration was performed, followed by pvt testing and a software update. The unit successfully passed all testing criteria and was reset to standard configuration.

Event description:
It was reported that during testing, the pump cassette was not properly attached, and the alarm continued even after the cassette was secured. The event occurred during testing. Investigation identified the presence of a high-priority alarm in the event history log. This malfunction makes the event reportable. There was no patient involvement or adverse event associated with this incident.